Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent struts on two separate rows in the centre of the stent were raised and bent towards the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-oct-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right side. The 90% stenosed, 38mm in length, eccentric target lesion was located in the severely tortuous, moderately calcified, and 3mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. After a 7f 3.5 guide catheter was advanced and rotablation with a 1.5 burr was done, a non bsc guide wire crossed the lesion and predilation was performed using a 2.5x10 non bsc balloon catheter. The percent stenosis of the lesion immediately after predilation was 80%. Then a 38x3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The lesion was predilated again and a buddy wire support was used but the stent still failed to cross the lesion. The device was removed and the procedure was completed using a 3x38 non bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.